Manufacturer narrative:
The technician determined that the brake and brake/steer casters would need to be replaced. The account was informed of these recommendations and the account was to make the repairs themselves. The account was given part numbers and pricing. Hill-rom has not received any other info regarding the resolution of this issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
The account alleges that the brake will not hold.